Manufacturer narrative:
(B)(4). Analysis of ins (s/n (B)(4)), found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that at the time of implant, it continually received high impedance readings on multiple contacts. Impedances were within normal limited when another implantable neurostimulator (ins) was used. The reason why it was returned was because of the device related high impedance readings. There was no patient injury and the patient recovered without sequela.

Event description:
It was reported that there was an impedance issue. Diagnostic testing or troubleshooting was performed, including impedance testing. There were high impedances, >2000, on electrodes 8-15. The product issue was not resolved and the cause of the issue was not determined. The device was not implanted and a different product was used. There were no patient symptoms and the patient was alive with no injury at the time of this report. The patient had appropriate coverage post-op. The device had not been returned, but it was expected to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ¿ens¿, interpreted as the implantable neurostimulator (ins), was sent back yesterday.